Event description:
Stereo biopsy of left breast via vri cart. Biopsy device installed and run through test (passed). Biopsy started and samples taken. Pressed lavage on biopsy unit. Unit started to lavage then stopped. No lavage happening. Unable to lavage bleeding biopsy site. Biopsy samples pulled, extremely large pieces, bleeding. Lavaged manually. Procedure completed successfully.